Event description:
It was reported that a patient presented to clinic due to a patient notifier from their implantable cardioverter defibrillator (ICD). Device interrogation revealed that the ICD was in backup mode. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.